Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Registry information. Foreign registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countyr's enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.

Event description:
Information from intl. Clinical trial database. Left arterial temporal thrombosis. Coils used: model number: product name: x-8-15-t10-mc nexus morpheus 3-d csr. X-5-10-t10-mc nexus morpheus 3-d csr. X-5-10-t10-mc nexus morpheus 3-d csr. X-2-4-t10-hss nexus helix supersoft csr. X-2-2-t10-hss nexus helix supersoft csr. X-2-2-t10-hss nexus helix supersoft csr. X-2-2-t10-hss helix supersoft csr. X-2-2-t10-hss nexus helix supersoft csr. X-6-12-t10-mc morpheus 3-d csr.